Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. Full name of initial reporter: (B)(6).

Event description:
It was reported that the yellow pressure signal on the cs300 intra-aortic balloon pump (iabp) was lost. The pressure cable was changed and tested with a simulator, but the yellow waveform was lost again 15 to 20 minutes after the iabp was started. The customer suspects that the pressure outlet is the issue. The circumstance of the event is unknown; however, no patient harm or adverse event was reported.

Event description:
It was reported that the yellow pressure signal on the cs300 intra-aortic balloon pump (iabp) was lost. The pressure cable was changed and tested with a simulator, but the yellow waveform was lost again 15 to 20 minutes after the iabp was started. The customer suspects that the pressure outlet is the issue. This event occurred during testing with a trainer, and there was no patient involvement. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. All calibration, functional and safety tests were performed and passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use. Full name of the event site: (B)(6).